Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information and orders were not current and required a full synchronization, and medication could not be removed for an admitted patient. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer and confirmed customer can see all patients and was able to remove medication with no issues, and no further investigation was required. The system functioned as intended after the customer resolved the issue.